Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs/ malposition of essure device location of device-uterus/ perforation (uterus)") and menorrhagia ("abnormal bleeding(menorrhagia)") in a 28-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism, anxiety and depression. Previously administered products included for an unreported indication: loestrin and depo provera. Concomitant products included celecoxib (celexa), levothyroxine sodium (levothyroxin), methylphenidate and naproxen. On (B)(6) 2007, the patient had essure (ess205) inserted. In september 2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In december 2007, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 7 years 4 months after insertion of essure (ess205). On an unknown date, the patient experienced pelvic pain ("pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and ablation). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the uterine perforation outcome was unknown and the menorrhagia, pelvic pain, vaginal haemorrhage, dysmenorrhoea, dyspareunia and abdominal pain had resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she had need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet- events abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, were added. New reporters added. Plaintiff demography added. Event perforation updated to malposition of essure device location of device: uterus, perforation (uterus). Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (to remove the essure implant). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the perforation and pelvic pain outcome was unknown. The reporter considered pelvic pain and perforation to be related to essure (ess205). The reporter commented: she had need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.